Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and a new cartridge was loaded. The distributor was unable to duplicate the error and the pump was found to be functioning as intended.